Event description:
The complainant reported that during a routine replacement of an external feeding device that had been in place for approximately five months, the inner bolster detached. The bolster was not retrieved and left to pass naturally. No adverse effects to the patient.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.